Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). The ins was implanted on (B)(6) 2016, which occurred after the use before date of (B)(6) 2015.

Manufacturer narrative:
The device code has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative clarified the implant date was (B)(6) 2014, which occurred prior to the use before date.